Event description:
End user reported rash under the entire tape border after 3 days wear time of sample she tried last month.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End user did not seek medical treatment. She uses stomahesive powder and ak protective barrier for crusting. End user continued treatment, and switched product to hollister and rash improved. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive convex wafer and this event is deem possible because product use is temporally associated with the skin where the problem occurred. No additional patient/event details have been provided to date. Should additional info becomes available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.